Event description:
It was reported, the pt is not receiving effective stimulation in his lower left extremity from knee to foot. The physician plans to place an octrode lead under the lamitrode 44 paddle lead. The pt's other areas of pain are well covered with his scs system. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.